Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a distorted lcd screen was confirmed. Initial inspection of the returned hm3 system controller, serial: (B)(4), revealed grey discoloration on the lcd screen when the controller was connected to a power source. Opening the controller showed evidence fluid ingress especially around the lcd screen. The lcd was replaced with a test lcd resolving the issue. The controller with the distorted lcd was functionally tested and operated on a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was determined to be fluid ingress; however, a root cause of the fluid ingress was not determined through this analysis. Incidentals findings of fluid ingress was found during investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power and power cable disconnect. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient's system controller had a possible display face distortion. The patient was admitted for a system controller exchange due to the damage. There were no unusual events recorded in the log file event history. The device operated as intended.